Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation. Thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 4¿ from the pump housing with an additional 7¿ section returned as well and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned detached from the pump¿s outlet port; however the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was not returned. Examination of the proximal side of the outlet stator revealed a thrombus formation surrounding the bearing ball. This deposition¿s lack of laminated layering indicated that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball as well as the contact marks visible on the tapered portion of the rotor indicate that it was present while the pump was in operation supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through the evaluation, it would have contributed to the patient¿s reported elevated lactate dehydrogenase. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced elevated lactate dehydrogenase levels that were suspicious for thrombus. The patient received unspecified medical treatment and subsequently underwent an exchange of the pump motor only on (B)(6) 2015. Thrombus was reportedly confirmed in the outflow end of the pump motor.